Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs were reviewed. On the reported event date and time, the technical log contains a post for a backlight adjustment in the user interface. The backlight can sometimes restart, which is an expected behavior. The backlight is constantly checked by the software to see if there is as much backlight as it should be on the user interface to be visible for the user. If this backlight current consumption is not within limits after 6 checks then it means that the backlight control circuit is in an undefined state. Then the software will perform a power cycling of the backlight to get out of the state. This situation can be observed by the user as a black user interface for short period of time. The backlight adjustment will create a log post in the technical log and will not affect ongoing ventilation, which continues unaffected according to settings during the backlight adjustment. No alarm is activated by the backlight adjustment, but any alarms activated during the power cycling will be audible and after the backlight adjustment, they will also be visual. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction prior and at the time of the event. Successful pre-use checks were performed prior and after the event. The conclusion is that there are no indications of ventilator malfunction causing the reported clinical symptoms during the ventilation period.

Event description:
It was reported that during patient treatment, the external patient monitor alarmed due to tachycardia (150-160 bpm). As the ECG measurement was about to be done due to the arisen tachycardia, the ventilator user interface became black. The patient had increased wob and desaturated to 87%. When the patient was about to be bagged, the ventilator user interface started again. The screen was black for about 10 seconds. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).